Event description:
No blood glucose levels were provided. The customer reported that the buttons of the insulin pump were unresponsive and seemed stuck. The customer also reported having had low blood glucose levels due to stress. No exact blood glucose levels were provided. The customer also reported having had high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).